Manufacturer narrative:
(B)(4). At the time of this report the nurse reported the patient is recovering.

Manufacturer narrative:
(B)(4). This complaint was opened to document a patient who developed peritonitis. Information for this complaint indicates the source of the complaint is possibly contamination of the fluid path due to possible touch contamination. The homechoice patient at home guide contains a warning cautioning users "contamination of any portion of the fluid path can result in peritonitis." And includes full technique instructions. Additionally the direction inserts for both product code 5c4482 and 5c4483, the codes likely involved in this case, contain the warning in bold type "use aseptic technique. Contamination of any portion of fluid path may result in peritonitis." Accordingly, the possible user errors described in this complaint are addressed by existing documentation. A batch review was performed for potentially associated lot numbers h10k05047, h11b21041, h11d27028, h11b07024, h11e09049, h11g12049 with no defects noted. No associated product malfunction was identified. Root cause for the peritonitis is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from baxter global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of patient made mistake/touch contamination and peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis. The consumer reported the cause of the peritonitis was the luer connection. Treatment information was not reported. The outcome of the event of patient made mistake/touch contamination was unknown. Dianeal therapy was ongoing. Concomitant medications were not reported. On (B)(6) 2011, follow up information was received from the pd nurse. On (B)(6) 2011, the patient was hospitalized. Treatment included a loading dose of vancomycin, 3 gm, ip (start date not reported) and then ip vancomycin, 1500mg every 5 days (start/stop dates not reported). The patient was then switched to IV vancomycin (dose, frequency and start/stop dates not reported). At the time of this report, the patient was still hospitalized and had not recovered due to the patient not going to the hospital right away. On an unspecified date in (B)(6) 2011, dianeal therapy was withdrawn. The patient was scheduled to begin hemodialysis for 6-8 weeks because the patient's catheter was to be removed. The patient's pd catheter is to be replaced at a later, unknown date. The nurse reported that the event of peritonitis was not related to dianeal therapy. An opinion of causality for the event of patient made mistake/touch contamination was not provided. On (B)(6) 2011, baxter product surveillance contacted the pd nurse to obtain further information and the pd nurse declined to provide any further patient information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The product code and lot number of this product are unknown at this time; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.